Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2025 by the journal of shoulder and elbow surgery, titled ¿effect of lateralization and distalization on tuberosity healing and functional outcomes after reverse total shoulder arthroplasty with univers revers total shoulder system for proximal humerus fractures: a randomized controlled trial comparing 135° and 155° uncemented stems". The study reviewed one seventy-six (76) patients who underwent reverse total shoulder arthroplasty (rtsa) to address acute (<3 weeks) neer 3- or 4-part phf, head split fracture, or a displaced neer 2-part phf with osteoporosis and/or a rotator cuff tear, using arthrex universal glenoid devices. During the minimum two (2) year follow-up period, one (1) patient experienced acromion fracture/acromion stress fracture. Source: rius, x., gonzalez-morgado, d., matellanes, j., luzardo, a., agullo, j. L., & hachem, a. I. (2025). Effect of lateralization and distalization on tuberosity healing and functional outcomes after reverse total shoulder arthroplasty with univers revers total shoulder system for proximal humerus fractures: a randomized controlled trial comparing 135° and 155° uncemented stems. Journal of shoulder and elbow surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.